Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 230 mg/dl. Reportedly, there were air bubbles in the cartridge tubing. Customer administered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer was using cartridges and insulin beyond labeling.